Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. A visual examination of the sample was performed. A functional test was subsequently performed by manually filling the reservoir with green water. During fill, a leakage at the weld area of the volume indicator port was noted. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The specific root cause of the reported condition was not determined; however, this leakage at the welded area of the volume indicator port was most likely due to an improper welding of the volume indicator port.

Event description:
During evaluation by baxter personnel, an infusor was found to leak from the weld area of the volume indicator port. This condition occurred during filling in service/testing. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.